Event description:
On (B)(6) 2013, the patient contacted animas alleging that the pump delivered unprogrammed boluses while he was sleeping and he experienced a low blood glucose (bg) of 23mg/dl with unresponsiveness and was taken to the hospital. The patient was reportedly treated by emts with IV glucose and was transported to the ER. The patient was reportedly still wearing the pump but disconnected upon arrival at the ER. The patient stated he was eventually able to eat a sandwich and some peanut butter crackers, and was discharged a few hours later with bg of 484mg/dl. The patient reportedly bolused to cover for the food when he got home from the ER. A review of the pump history showed three audio boluses totaling 15units occurred while the patient was sleeping. The patient stated he did not recall programming those boluses, as he was asleep at the times they were given. The patient was advised to discontinue insulin pump therapy and use a back-up plan for insulin delivery. This complaint is being reported based on the allegation that the pump delivered unprogrammed boluses, resulting in the patient experiencing hypoglycemia requiring medical intervention.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators successfully performed a 10u audio and 10u normal bolus. Both were correctly recorded in the pump history. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. There was no defect found.